Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy rash under the rear therapy electrodes and bruising on her side. Patient reports having sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor advised to remove the lifevest for a day to all rash to breath. Follow up indicated that the rash and bruising improved.